Event description:
It was reported that the insulin pump alarmed for button error. The reporter wasn't able to troubleshoot this issue at the time. The hospital will replaced the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent esc and act buttons due to moisture damage on keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.